Event description:
On 3/7/90, dr performed a diskectomy and fusion w/instrumentation, installing plates and screws in rptr's lower back. Thereafter, rptr began to experience severe pain and numbness in her right leg. Also, her leg kept giving away causing her to fall. On 10/12/90, another surgery was had to remove one plate and three screws from the right side due to the fact the screws had broken and were pinching off a nerve in back and right leg. This caused additional permanent damage to rptr's right leg and right foot. (*)